Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer had an ethernet connection going into the cv-190 port and the pictures were not transferring to their server. Tac confirmed with the customer that the cv-190 had an internal memory that saved images. Tac instructed the customer to review the saved images; however, the images were not showing up. Tac instructed the customer to activate the server to memory on and afterwards, the e414 error disappeared but an n402 error was displaying. Tac instructed the customer to turn off the df device and the error code no longer exhibited. The customer called olympus again and mentioned that the pictures were not being sent to the server although no errors were present. Tac discovered that the in-user settings server/memory was not checked and after enabling, the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center displayed a b40, e414, and an e402 error code. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This report is being submitted for the b40 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 10 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to a unit failure. The failed unit and cause could not be identified from the investigation results. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.